Event description:
Event verbatim [preferred term] burned/ blister/ discomfort [burns second degree] , blister opened/ wound [wound] , did not check the skin under the product while wearing thermacare [intentional device misuse] , using for sciatic pain, read the usage instructions on thermacare before using [intentional device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer on behalf of her husband. A 60-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) from (B)(6) 2017 for sciatic pain. Medical history included dialysis started in 2015, vascular surgery on (B)(6) 2018 (his veins were opened up and he had to have a toe removed) and hospitalization for vascular surgery: (B)(6) 2018 to (B)(6) 2018, kidney transplant, kidney failure, neuropathy in feet, atrial fibrillation, and he is itchy a lot from dialysis. The patient is currently under the care of a physician (nephrologist) for kidney failure. The patient has taking unspecified concomitant medication (not in relation to this event). The reporter states she noticed online that there is a recall on thermacare heat wraps leaking. Prior to vascular surgery on his leg, the patient had used the product on monday, wednesday, and friday (the days he had dialysis) for no more than 3 hours per day. The product wraps around then velcros in front. After surgery, when the patient returned home from the hospital in (B)(6) 2018, a blister was noticed on his back. It was not noticed immediately after he took off the heatwrap, but the blister was in the same position where the wrap went. The reporter stated there is no other way her husband would have been burned at that point in that position. The visiting nurses at her house noticed the blister and were treating it as a burn; cleaning, bandaging, and medicating it. The patient experienced discomfort. It took a while for the blister to heal because her husband was also on dialysis 3 days per week and on his back during that time. The blister opened and the nurses knew how to handle the wound (occurred in (B)(6) 2018). The reporter believed there was a leak in the heatwrap, but she didn't see it. The patient classified skin tone as fair, no sensitive skin or abnormal skin conditions. He had been using the product in general since (B)(6) 2017and did not experience the same problem/symptom during previous use. The patient has previously used other heat products for pain relief and did not experience the same problem/symptom during previous use. The patient was not sleeping while wearing the product, was not wearing several layers of clothing over the thermacare product, was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area, did not engage in exercise while using the product, and did not check the skin under the product while wearing thermacare since (B)(6) 2017. The patient did read the usage instructions on thermacare before using the product. Action taken in response to the event for thermacare heatwrap was permanently withdrawn in (B)(6) 2018. The outcome of the events "burned/ blister/ discomfort" and "blister opened/ wound" was resolved in (B)(6) 2018 and for other events was resolved in (B)(6) 2018. Product discarded by consumer. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is no further action required. Additional information has been requested and will be provided as it becomes available. Follow-up (17jun2019): follow-up attempts are completed. No further information is expected. Follow-up (19sep2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the events of "burns second degree", "wound" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burns second degree", "wound" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is no further action required.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is no further action required.

Event description:
Event verbatim [preferred term] burned/ blister/ discomfort/blister opened/ wound [burns second degree] , the reporter believed there was a leak in the heatwrap, but she didn't see it [device leakage] , did not check the skin under the product while wearing thermacare [intentional device misuse] , using for sciatic pain, read the usage instructions on thermacare before using [intentional device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer on behalf of her husband. A 60-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) from (B)(6) 2017 for sciatic pain. Medical history included dialysis started in 2015, vascular surgery on (B)(6) 2018 (his veins were opened up and he had to have a toe removed) and hospitalization for vascular surgery: (B)(6) 2018 to (B)(6) 2018, kidney transplant, kidney failure, neuropathy in feet, atrial fibrillation, and he was itchy a lot from dialysis. The patient was currently under the care of a physician (nephrologist) for kidney failure. The patient has taking unspecified concomitant medication (not in relation to this event). The reporter states she noticed online that there was a recall on thermacare heat wraps leaking. Prior to vascular surgery on his leg, the patient had used the product on monday, wednesday, and friday (the days he had dialysis) for no more than 3 hours per day. The product wraps around then velcros in front. After surgery, when the patient returned home from the hospital in apr2018, a blister was noticed on his back. It was not noticed immediately after he took off the heatwrap, but the blister was in the same position where the wrap went. The reporter stated there was no other way her husband would have been burned at that point in that position. The visiting nurses at her house noticed the blister and were treating it as a burn; cleaning, bandaging, and medicating it. The patient experienced discomfort. It took a while for the blister to heal because her husband was also on dialysis 3 days per week and on his back during that time. The blister opened and the nurses knew how to handle the wound (occurred in (B)(6) 2018). The reporter believed there was a leak in the heatwrap, but she didn't see it. The patient classified skin tone as fair, no sensitive skin or abnormal skin conditions. He had been using the product in general since (B)(6) 2017 and did not experience the same problem/symptom during previous use. The patient has previously used other heat products for pain relief and did not experience the same problem/symptom during previous use. The patient was not sleeping while wearing the product, was not wearing several layers of clothing over the thermacare product, was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area, did not engage in exercise while using the product, and did not check the skin under the product while wearing thermacare since (B)(6) 2017. The patient did read the usage instructions on thermacare before using the product. Action taken in response to the event for thermacare heatwrap was permanently withdrawn in (B)(6) 2018. The outcome of the events "burned/ blister/ discomfort/blister opened/ wound" was resolved in (B)(6) 2018 and for other events was resolved in (B)(6) 2018. Product discarded by consumer. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is no further action required. Severity of harm: s3. Follow-up (17jun2019): follow-up attempts are completed. No further information is expected. Follow-up (19sep2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (04oct2019): new information received from product quality complaints group included: severity of harm. Company clinical evaluation comment based on the information provided, the events of "burns second degree" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event intentional device use issue was assessed as non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burns second degree" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event intentional device use issue was assessed as non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burned/ blister/ discomfort [burns second degree] , blister opened/ wound [wound] , did not check the skin under the product while wearing thermacare [intentional device misuse] , using for sciatic pain [device use issue]. Case narrative: this is a spontaneous report from a contactable consumer on behalf of her husband. A (B)(6) male patient started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from (B)(6) 2017 for sciatic pain. Medical history included dialysis started in 2015, vascular surgery on (B)(6) 2018 (his veins were opened up and he had to have a toe removed) and hospitalization for vascular surgery: (B)(6) 2018, kidney transplant, kidney failure, neuropathy in feet, atrial fibrillation, and he is itchy a lot from dialysis. The patient is currently under the care of a physician (nephrologist) for kidney failure. The patient has taking unspecified concomitant medication (not in relation to this event). The reporter states she noticed online that there is a recall on thermacare heat wraps leaking. Prior to vascular surgery on his leg, the patient had used the product on monday, wednesday, and friday (the days he had dialysis) for no more than 3 hours per day. The product wraps around then velcros in front. After surgery when the patient returned home from the hospital in (B)(6) 2018, a blister was noticed on his back. It was not noticed immediately after he took off the heatwrap, but the blister was in the same position where the wrap went. The reporter stated there is no other way her husband would have been burned at that point in that position. The visiting nurses at her house noticed the blister and were treating it as a burn; cleaning, bandaging, and medicating it. The patient experience discomfort. It took a while for the blister to heal because her husband was also on dialysis 3 days per week and on his back during that time. The blister opened and the nurses knew how to handle the wound. The reporter believes there was a leak in the heatwrap, but she didn't see it. The patient classified skin tone as fair, no sensitive skin or abnormal skin conditions. He had been using the product in general since (B)(6) 2017 and did not experience the same problem/symptom during previous use. The patient has previously used other heat products for pain relief and did not experience the same problem/symptom during previous use. The patient was not sleeping while wearing the product, was not wearing several layers of clothing over the thermacare product, was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area, did not engage in exercise while using the product, and did not check the skin under the product while wearing thermacare. The patient did read the usage instructions on thermacare before using the product. The action taken in response to the event for thermacare heatwrap was permanently withdrawn in (B)(6) 2018. The outcome of the events was recovered. Product discarded by consumer. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of "burns second degree", "wound" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burns second degree", "wound" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.